Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the coil delivery wire was seen to be kinked/bent and the coil broken/fractured. The device was returned without a sheath. Functional testing was unable to be performed as coil was returned broken/fractured. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no damage was noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. The device was prepared for use as per the directions for use. Continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as 'not tortuous'. The subject coil under investigation (target helical 4mm x 8cm) experienced 'big resistance' before it reached the tip of the non-stryker microcatheter and could not be advanced despite several attempts. It was then retracted and replaced with a new coil. There is no mention that a new microcatheter was used for the replacement coil so it is assumed that the additional damage to the coil (breakage/fracture) occurred after the coil was successfully retracted from the microcatheter. The reported event of the coil in catheter friction as well as the analyzed event of main coil broken/fractured during use can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors. An assignable cause of handling damage will be assigned to the reported event of coil delivery wire kinked/bent since this issue is likely due to handling of the device during the clinical procedure.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was broken/fractured during use. No clinical consequences were reported to the patient due to this event.